Manufacturer narrative:
Requested information has not been received despite several requests. This complaint will be closed due to lack of information. The complaint will be re-opened if requested information or any new relevant information is received. A supplemental medwatch will be submitted if new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow unit shut down on a patient. The hand crank was used. No patient harm was reported. Internal reference: (B)(4).